Event description:
On august 14, 2006, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her surestep original meter was prompting the error 2 message. According to the owner's manual, a contributor to the error 2 prompt is the usage of expired test strips. The patient did report using expired test strips for a "couple of years" and obtaining results in the 80 and 100 mg/dl range. She had been maintaining her oral medication regimen throughout the time of concern. On august 9th she developed symptoms of weakness and feeling disoriented. A result of 120 mg/dl was obtained prior to the onset of her symptoms. The patient did not attempt to test during or after the onset of her symptoms. She did not take any actions that would affect her blood glucose levels. Emergency services were contacted and a result over 400 mg/dl was obtained. No treatment was administered by the paramedics. The customer care advocate (cca) discovered that the patient had been using test strips, which expired in 1999. The cca confirmed that the patient was using the correct testing technique. The patient was upgraded to a one touch ultra meter. The senior medical affairs specialist attempted without success at reaching the reporter/patient for additional information and clarification. A letter will be mailed. It would have been helpful to know other results obtained prior to the onset of her symptoms, when her symptoms developed in relation to testing, her medication regimen, her testing frequency, and when the error 2 prompts occurred. This complaint is being reported due to the following conclusion: the patient had been testing with expired test strips, had been obtaining relatively normal blood glucose results, and maintaining her oral medication regimen. According to the test strip literature, expired test strips should not be used as they may cause false results. While the pt had been experiencing symptoms, she was obtaining results between 80 mg/dl to 120 mg/dl on the reported meter and 400 mg/dl on a paramedic meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.